Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is user preference. (B)(4).

Event description:
It was reported that balloon withdrawal resistance occurred. The balloon of the promus premier stent is noted to be "sticky" "comparent" to the promus element plus stent. No patient complications were reported.